Event description:
A technician reported to olympus, the ultrasonic gastrovideoscope had low angulation, angulation play, and cuts on the connecting tube. The event occurred during maintenance. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the acoustic lens had a scratch that reached to the glue layer.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of low angulation was confirmed. Due to wear of angle wire, bending angle in up, down, left, and right directions did not meet the standard value. The allegation of angulation play was confirmed. Due to wear of angle wire, the play of up/down knob was out of the standard value. The allegation of cuts on connecting tube was confirmed. In addition to evaluation in b5, due to clogging of nozzle, water removal ability did not meet the standard value. Due to damage on cover of charge coupled device cable, a noise occurred in the ultrasound image. The adhesive on the bending section cover was detached. The bending section cover had discoloration. The connecting tube had a wrinkle. The scope cover had a scratch. Grip had a scratch. Suction cylinder had a dent. Forceps channel port had a scratch. Switch buttons 1 and 2 had a cut. The right/left knob had a scratch. The up/down knob had a scratch. The universal cord had a scratch. The scope connector had a scratch. Light guide cover glass had a dent. Ultrasonic cable had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens scratch in the glue layer occurred due to physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.